Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass and also cracked lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she dropped the insulin pump and the lcd screen went black and has a dark spot. Blood glucose value was 105 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.